Event description:
Patient with urinary frequency and urge incontinence. Pt had interstim generator and interstim lead placed 1yr 3 months ago. Device worked well and then there was an abrupt onset of inefficacy of the device. Patient chose to have device explanted and new device implanted. In the or the device was tested and there was a complete loss of communication through the lead to the stimulator.

Event description:
Patient with urinary frequency and urge incontinence. Pt had interstim generator and interstim lead placed 1yr 3 months ago. Device worked well and then there was an abrupt onset of inefficacy of the device. Patient chose to have device explanted and new device implanted. In the or the device was tested and there was a complete loss of communication through the lead to the stimulator.